Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis performed on the flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications as well.

Event description:
On (B)(6) 2012, the manufacturer's consultant reported that he was having problems with a vns treating physician's programming system interrogating. The wand battery was checked and the lights stayed on for greater than 25 seconds when pressed, the programming system was not plugged in, and no patient was affected as the consultant was using his demo generator. The consultant tried using just his wand on the physician's handheld and serial cable and no communication was possible. The consultant tried three times, with no success. The consultant then used his handheld and his serial cable with the physician's wand and he was able to interrogate the demo generator successfully. The consultant did not have a compatible serial cable to switch out any other combinations of programming systems. It was believed that the fault was with the serial cable. On (B)(4) 2012, the consultant visited the site again with a new serial cable and he still could not get the physician's programming system to interrogate his demo generator successfully. The consultant tried using the physician's wand with the consultant's handheld and new serial cable and the interrogation was successful. When the consultant tried using the physician's wand, the new serial cable, and the physician's handheld, he was again not able to successfully interrogate his demo generator. The physician was not there to answer any questions about whether the communication problems have affected any patients. The physician's handheld and flashcard were returned to the manufacturer on (B)(4) 2012, for product analysis that is still underway.